Manufacturer narrative:
The insulin pump was received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test due to blank display. The insulin pump was received with moisture damage motor, vibrator, keypad and battery tube assembly. Pump was received with a stripped battery cap coin slot, cracked lcd window and cracked battery tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had tone anomaly and blank display. The customer also had low blood glucose level of 36 mg/dl. The customer's current blood glucose was 198 mg/dl. The customer's blood glucose was 200 mg/dl at the time of the incident. The customer reported that the insulin pump had large crack on reservoir connecting to lcd screen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.